Event description:
Reporter indicated that during generator replacement surgery due to eos, a lead break was visually detected. Intraoperative system diagnostic testing indicated high lead impedance. The lead and generator were replaced.